Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product experienced infection and erosion. The pocket was revised successfully. There were no additional adverse patient effects reported. All available information indicates that the product remains in service.

Event description:
Additional information received indicates that the device system was removed successfully due to infection and erosion. There were no additional adverse patient effects reported.